Manufacturer narrative:
It was determined after receiving further clarification that this event was not a reportable event per cfr 21, part 803. The reported event of scanning another sponge into a case has not lead to a serious injury or adverse event in the past. This supplemental is being filed to identify a MDR was not required for this event.

Event description:
Per the customer, the device was scanned in with another pack. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device was scanned in with another pack. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.